Event description:
It was reported that approximately thirty (30) minutes into treatment with a polyflux 140h, the patient experienced shortness of breath, cold sweats all over the body, and discomfort in the precordial area. Treatment was stopped and the patient was treated with 5 mg intravenous injection of dexamethasone, 50% g-s40ml, oxygen supply and electrocardiogram monitoring. Symptoms resolved and treatment was restarted. No additional information is available.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.